Event description:
The manufacturer received information alleging particles in nose and throat related to the CPAP device's sound abatement foam. User also reported shortness of breath, coughing, sinus issues. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.